Manufacturer narrative:
Investigation summary: catalog number: 367820. Batch number: 2096891. Bd received 2 photos from the customer in support of this complaint. The photos were evaluated and the indicated issue of additive abnormality was observed as they show the tubes appearing to have additive run down. This reported complaint is confirmed based on photos. The device history records were reviewed with no issues being identified. There was 1 nonrelated quality notification issued and, all process and final inspections complied with specification requirements. The root cause of the additive abnormality is a clogged nozzle within the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes silica activator is in streaks and splotches rather than uniform dots on the inside wall of the tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that bd vacutainer® serum blood collection tubes the silica activator is in streaks and splotches rather than uniform dots on the inside wall of the tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and the indicated issue of additive abnormality was observed as they show the tubes appearing to have additive run down. This reported complaint is confirmed based on photos. The device history records were reviewed with no issues being identified. There was 1 nonrelated quality notification issued and, all process and final inspections complied with specification requirements. The root cause of the additive abnormality is a clogged nozzle within the manufacturing process. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes silica activator is in streaks and splotches rather than uniform dots on the inside wall of the tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that bd vacutainer® serum blood collection tubes the silica activator is in streaks and splotches rather than uniform dots on the inside wall of the tubes.